Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that on (B)(6) 2024, at 1440 hours, the pump had been initiated. The volume on the IV bag was 519 ml. The reservoir had been set to 525 ml, with a rate of 22 ml/hr for 24 hours. On (B)(6) 2024, at 1524 hours, the pump had stopped. The given amount cleared was 517.9 ml, and medication had still been remaining in the bag. There was no patient harm/adverse event reported.

Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.